Manufacturer narrative:
There was no button error alarm during testing on the insulin pump. However, the device had intermittent up button response due to moisture damage on the keypad traces. There was no unexpected numbers ramping or scrolling during testing. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 221 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that they are getting a flash of a button error alarm and are unable to clear it. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.